Event description:
According to the facility, a few instances were reported in which the needle portion of item did not retract as intended.

Manufacturer narrative:
According to the facility, a few instances were reported in which the needle portion of item did not retract as intended. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated section h6 relating to investigation findings/conclusion.